Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the accessory/clave port. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 31, 2023 and june 01, 2023. H11: the actual device and a photograph of the sample were received for evaluation. The retuned photograph was reviewed, and it was noted that there was a leak at the administration port bonding area. The actual sample was visually inspected, and it was noted that tpn (total parenteral nutrition) solution had leaked from the overpouch. Functional testing was performed, and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.